Event description:
A display issue was reported with the abbott diabetes care (adc) device. It was reported that the customer encountered a red line across the adc reader and the customer was unable to obtain readings. It was further reported that the customer had a "low glucose" and had contact with a healthcare professional (hcp) who obtained readings in the "50's but no higher than 58 mg/dl". The customer was administered glucagon, sugar via straw, and intravenous sugar syrup for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Reader log was downloaded, checked for cybersecurity error codes and saved. Built-in reader test was performed and all test passed therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.